Manufacturer narrative:
The investigation determined that a discordant reactive vitros cov2 ag result was obtained from a single patient sample when tested using a vitros xt7600 integrated system. A definitive assignable cause for the discordant, reactive vitros cv2ag results was not established. Based on historical quality control (qc) results, a vitros cv2ag lot 0011 reagent performance issue is not a likely contributor to the event as vitros qc fluid results prior to the event were acceptable. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0011. Although there was no evidence of an instrument malfunction, no diagnostic precision testing was conducted on the vitros xt 7600 integrated system. Therefore, an instrument related issue cannot be entirely ruled out as a contributor to the event. A pre-analytical sample preparation issue is not likely a contributor to the event as the sample was collected on the same day as it was processed, and it was confirmed that the customer is following the recommended pre-analytical sample processing procedure found in the instructions for use (IFU) for vitros cv2ag. An issue related to the remel m4rt viral transport media (vtm) could not be confirmed nor ruled out as a contributor and possible cause of the event. Although investigative test results of the remel vtm without a patient specimen were within expectations, the results were not comparable to historical results of the non-reactive control fluid. Additionally, ortho no longer recommends using remel m4rt as a vtm for vitros cv2ag testing. (B)(4).

Event description:
The investigation determined that a discordant reactive vitros sars-cov-2 antigen (cv2ag) result was obtained from a single patient sample when tested using vitros cv2ag lot 0011 on a vitros xt7600 integrated system. The result was discordant when compared to a pcr negative result and repeat vitros covag negative result from the same patient sample. Patient sample vitros cv2ag result of 1.18 s/c (reactive) versus the pcr result of negative. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The reactive vitros cv2ag result was reported from the laboratory to the infection control department. However, no treatment was initiated, altered or stopped based on the result. Following repeat vitros testing and a negative pcr test, a corrected report was issued for the patient. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Event description:
This supplemental MDR was created to update the assignable cause to an issue with the performance of the remel m4rt as the likely cause of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)/ ivd 483802.

Manufacturer narrative:
This supplemental MDR was created to update assignable cause to an issue with the performance of the remel m4rt as a likely cause of the event. It was determined that the customer was using multiple viral transport mediums (vtm) that included remel m4rt vtm. Ortho has determined it is possible for the remel m4rt vtm to generate higher than expected signal/cutoff (s/c), which may result in a falsely reactive result, even in the absence of a specimen swab. A communication (cl2021-064) was sent to all consignees on 12 february 2021 and informed customers to discontinue use of remel m4rt vtm and transition to an alternate media. The vitros sars-cov-2 antigen instructions for use has been updated to remove remel m4rt vtm from the intended use and the specimens recommended sections. The FDA was notified of this issue on 11 february 2021. Please refer to report #1319681-02/18/2021-001-c (res87356).